Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a calcified circumflex lesion. While attempting to advance the delivery/stent device, the shaft of the catheter bent and the edge of the stent struts were damaged. No patient injuries or complications occurred.